Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/14/2025, a sales representative reported via email that the following arthrex parts (qty. 2) of an ar-9502-42arca univers revers ca humeral head adapter 42, ar-9502-39arca univers revers ca humeral head adapter 39, ar-9556-22rca univers revers ca humeral head 56/22, ar-9502f-42cpc arthrex univers revers suture cup, 42, ar-9502f-39cpc arthrex univers revers suture cup, 39 (neutral), ar-9501-10p arthrex univers revers humeral stem, size 10 were unsuccessful in seating the 42 adapter into the 42 cup. A 39 adapter and a 39 cup were also attempted but unsuccessful in properly seating. Nothing broke inside the patient. The procedure was aborted. This was discovered during a revision reverse shoulder procedure on (B)(6) 2025. Additional information has been requested.

Event description:
Additional information was received on 03/11/2025: the initial revision case was for a tsa to rtsa. There was no information on the onset of the patient's issue/symptoms. All opened and extracted parts were stated in the initial complaint and returned.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. No problem found related to the complaint allegation. One unpackaged ar-9501-10p, serial/batch number (B)(6), was received for investigation. Visual evaluation revealed discoloration, damage to the material close to the connector holes, and scratches. Functional testing was performed by attaching the returned ar-9502f-42cpc batch 23.01423 without issues. It was concluded that there is no allegation against the ar-9501-10p, serial/batch number (B)(6).

Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information was received on 02/26/2025: another surgery has been rescheduled due to the case being fully aborted. No piece of the implants or driver mechanisms broke. It is unknown if there was a case delay during this procedure or if added anesthesia was administered to the patient. No adverse effects or significant damage on or after the surgery were reported. This occurred in a revision rtsa to reverse ca head and adapter procedure on (B)(6) 2025. Additional information was received on 03/11/2025: the initial revision case was for a tsa to rtsa. There was no information on the onset of the patient's issue/symptoms. All opened and extracted parts were stated in the initial complaint and returned.